Event description:
A 70-degree diamond bur used during surgery caused a superficial burn to the nasal sill of the patient because it overheated. The bur was replaced with a new one, which did not overheat. Representative for the manufacturer in the operating room at the time of the event.